Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2008. After the procedure, the patient could see mesh in the vagina and has pressure in the front of the bladder and occasional leakage which is worse than prior to the initial procedure. The patient has a large amount of black and purple bruising between her legs and buttock.

Manufacturer narrative:
Date sent to FDA: 12/22/2008. Bruising occurred. Mesh exposure occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.